Event description:
It was reported that a patient underwent a left total hip arthroplasty on (B)(6) 2009 and a right total hip arthroplasty on (B)(6) 2009. Subsequently, the patient underwent a revision of the left side on (B)(6) 2011 due to an unknown reason. The patient then underwent a revision of the right side on (B)(6) 2012 due to infection. The modular head and taper adapter were removed and replaced. In addition, the patient¿s right side was revised on (B)(6) 2012 due to infection. The modular head and polyethylene liner were removed and replaced. The patient underwent a third revision of the right side on (B)(6) 2012 due to infection. All components were removed and replaced with cement spacer molds.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 5 of 9 mdrs filed for the same event (reference 1825034-2013-03313 / 03317 and 03319 / 03320, 03322 and 03324).